Event description:
It was reported when using the unspecified bd syringe, the device experienced scale marking issues. The following information was provided by the initial reporter. The customer stated: we also just found another syringe issue (sorry packaging with lot# not saved). Scale marking issues.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: it was reported that the syringe scale marking wrapped around the syringe. To aid in the investigation, two samples in a plastic bag were received for evaluation by our quality team. A visual inspection was performed and the scale marking is skewed. No other defects or imperfections were observed. This defect could occur if there is a jam during the barrel printing process inducing the symptom reported by the customer. As the material and lot number provided are 'unknown,' a device history record review could not be completed. Verification of the printing process was performed. The setting were correct and the flow of product was acceptable. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed. Our quality team regularly reviews the collected data for identification of emerging trends.